Event description:
Study adverse event form "during pre-charge follow-up, ventricular threshold was elevated. Dr decided to check her again a few days later. During this follow-up, there was ventricular undersensing and loss of capture. In 2007, ventricular lead was repositioned."